Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric roux-en-y procedure on the second firing while firing the jejunum to the jejunostomy, the surgeon noticed that there was a malformed staple on the resection side. The surgeon oversewed the staple line and the case was completed with no pt consequence.